Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. The malfunction code was identified as malf 9, and while it was resettable. Malfunction code did not reoccur. Customer may continue to use the pump.